Manufacturer narrative:
(B)(4). S/w ver. 4.11j. Retainer ring = missing. The test p-cap does not lock properly in place in the reservoir compartment noted. The insulin pump was received with a cracked case (battery tube), cracked keypad overlay, broken battery tube threads, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case and scratched lcd window. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. In summary, the insulin pump was received with a cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.